Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device was broken/ damaged. The front cover, rear case, barrel clamp, latch module, tube drive, wiper seal, bottom plate carriage, carriage block assembly, flange gripper retainer, left handle and right iui were replaced. Syringe split nut recall completed. Performed calibration. A review of the device history record for sn (B)(4) was performed from 11/11/2004 to 08/01/2019 and note that this device has been returned for service once before which correlates to the customer reported issue and there was no production failure which correlates to the customer reported issue. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Broken/damaged. (B)(4).